Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump kept beeping and number flashing on the screen. The customer¿s blood glucose level was 12 mmol/l at the time of the incident. Customer stated the screen had a solid white with blotches. The customer fell and the insulin pump hit the ground. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly. Unit received with cracked lcd glass, minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, faded serial number label and minor scratches on lcd window.